Manufacturer narrative:
Testing of actual/suspected device: (10/213) during a repair service, the getinge field service engineer (fse) discovered that there was a vertical line on top display, to fix the issue he replaced the top display. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter is (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a service repair performed by a getinge field service engineer (fse), he identified a vertical line on top display. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
During a repair service, the getinge field service engineer (fse) discovered that there was a vertical line on top display, to fix the issue he replaced the top display. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.